Event description:
It was reported that the patient presented for routine implant of the implantable cardioverter defibrillator. During the procedure the device was observed to have a cloudy header. The device was implanted, and the procedure was completed with acceptable parameters. There were no patient consequences.